Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for evaluation. Evidence of foam particles were found in the device assembly. The foam particles were observed inside the blower kit. No error codes were found in the device log history. The device was found to have tobacco contamination. The device was scrapped.